Event description:
It was later reported that the patients settings were increased and after, she had a flurry of grand mal seizures and was hospitalized. Physician has planned to remove patients vns. Device has been disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent generator replacement. The explanted device has been discarded and will be not return to the manufacture. No other relevant information has been received to date.

Event description:
It was later reported that the explanted device is available for return. The device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
H3: code 02 utilized as product analysis of suspect product in under way.

Event description:
Additional information received. The explanted device has been received by the manufacture. Product analysis has not been performed to date. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis was completed and reviewed. No other relevant information has been received to date.

Event description:
It was reported that the patient had a 10 minute long seizure. The vns device was disabled as a result. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.